Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported inaccurate dose on inpen application. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and found that intended units is not recorded in the logbook each time. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen mmt-105nnblna and will be returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front was noted. Cartridge holder locks properly in place. Dose dial indicator fading/worn off was found during visual inspection. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 13.5u, 13.5u, 13.5u, 13u, 15u, 13.5u, 13u, 14.5u, 14.5u, 13.5u. Inpen passed displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Performed battery investigation and measured 3.032v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Customer concern was isolated to contact spring anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.